Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 564 mg/dl with moderate ketones. Cause of elevated bg was unknown. Reportedly, the customer received assistance from a medical team to address bg. Bg was treated by changing the infusion site, setting an increased temporary basal rate, and consuming water. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.